Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The hcp stated that they called to have a manufacture representative (rep) paged on (B)(6) 2017 but they sent a cardiac rep and not a spinal cord stimulator (scs) rep. The hcp called back on (B)(6) 2017 to have a scs rep paged. The hcp stated that the patient has a complicated medical diagnosis. They have increased spikes of pain. They had an episode on (B)(6) and the patient is in the hospital for another episode of increased pain for the last 4 days. Technical services ensured that an scs was sent to meet with the hcp and patient. No further complications were reported/are anticipated.